Manufacturer narrative:
The logs were reviewed and there is no evidence that the pump experienced a malfunction or failure.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided and cause of bg not known. It was reported that the customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of glucose to address the bg. Customer was discharged from three days later, 3/6/2026 with the issue resolved and no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.